Manufacturer narrative:
Approximate age of device - 5 years, 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a pump exchange hmii to hmii on (B)(6) 2019 due to suspected pump thrombosis. Vad coordinator reported that log files were submitted to report some interesting events/trends that was seen on the monitor when the outflow graft was clamped. Technical service review during analysis observed pump being stopped which looked normal. Prior pump being stopped most of the events captured are pi events and there is one set speed change from 9600 to 9200 rpm on (B)(6) 2019 at 8:08. On (B)(6) 2019 at 10:20 it looks like the pump stop button on the system monitor was pressed and the pump speed dropped. The pump did not stop at this time because the pump stop button was released before the pump stop count down sequence was complete. This pressing & releasing of the pump stop button repeated a few times before the pump stop button was pressed and held down for the complete count down time. After the pump was stopped noted the set speed was lowered from 9200 to 7800 rpm at 11:05 and power was removed from the controller at 12:10. No further information was provided.

Event description:
Additional information was received on 25mar2019 from a duplicate file per-2019-0047372/(B)(4). It was reported on 15feb2019 that the patient had multiple admissions for power spikes and increased ldh.